Manufacturer narrative:
The vad system or vad therapy can potentially exacerbate or lead to arrhythmia (i.e. Pump stop, suction events, migration of pump or pump components and/or interaction of the pump or pump components  with heart wall/structure) resulting in clinical compromise that requires hospitalization, IV antiarrhythmic, surgical procedure, cardioversion (including aicd firing).  Cardiac arrhythmias are also found to occur more frequently in patients diagnosed with heart failure.  With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event.  Clinical factors that may have contributed include the implant procedure, the patient's pre-implant history, medical treatment & pharmacological therapy, and patient comorbidities. Though the root cause of the event cannot be conclusively determined; there are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the clinical study that this patient experienced sustained ventricular arrhythmia requiring defibrillation or cardioversion the day of lvad implant procedure. No further information was provided